Manufacturer narrative:
B3 date of event: aware date was used as event date as actual event date was not known. D6a implant date: estimated as occurring 2 years ago as reported.

Event description:
It was reported that device did not seal. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted approximately two (2) years ago. At a routine follow up, it was noted via transesophageal echocardiography (tee) and fluoroscopy imaging that the device had shifted and rotated in the laa, and a leak was present. The patient was placed on anticoagulation medication and will be reimaged. There were no patient complications reported.

Event description:
It was reported that device did not seal. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted approximately two (2) years ago. At a routine follow up, it was noted via transesophageal echocardiography (tee) and fluoroscopy imaging that the device had shifted and rotated in the laa, and a leak was present. The patient was placed on anticoagulation medication and will be reimaged. There were no patient complications reported.

Manufacturer narrative:
B3 date of event: aware date was used as event date as actual event date was not known. D6a: implant date added. D4: lot number added.